Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 0 events for the failure: material fragmentation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99460. Supplemental rationale: corrected data: b5, h1, h6, h11, 2 events were previously reported during the reporting quarter; however, - 2 events were reported in error. - 0 previously reported events are included in this follow-up record.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 2 events were reported for this quarter. Product return status, 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components), 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition, 2 devices: product disposition is not yet determined. Additional information, 2 devices were not labeled for single-use, 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 2 events for the failure: material fragmentation - 2 events had problem identified during non-clinical procedure; there was no patient involvement.